Event description:
Philips received a customer complaint indicating that a v60 ventilator was not secure on its universal stand. The issue was discovered during a non-clinical evaluation, and there was no patient involvement or clinical impact associated with the event. A technical evaluation and visual inspection confirmed the structural instability. A philips remote service engineer (rse) determined that the mounting interface components required replacement. The rse provided the customer with the appropriate part numbers for a new thumbwheel, foot kit, central processing unit (cpu) cover tray, and base assembly to complete the repair. Component-level replacement and final device verification remain pending. Final investigation and disposition are pending.